Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 12 (lifeband not present)" was confirmed based on the archive data review but was not confirmed during functional testing. The possible root cause of the reported ua12 was the band clip on the lifeband not properly engaging the safety switches in the driveshaft because either there was no lifeband installed or the lifeband was improperly installed, likely attributed to user error. The reported complaint of "the driveshaft was stuck" was confirmed during the visual inspection and functional testing. Investigation revealed that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The root cause of the issue was the defective integrated encoder gearbox, likely attributed to wear and tear. The autopulse platform was manufactured in march 2016 and is over 5 years old, has exceeded its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed. Unrelated to the reported complaint, it was noted that the load plate cover was defected with a hole, affecting the watertight seal. The observed physical damage appeared to the characteristic of harsh impact due to user mishandling. The load plate cover was replaced to address the issue. A review of the autopulse platform archive was performed, and multiple ua12 (lifeband not present) advisory messages were observed around the customer's reported event date; thus, confirming the reported complaint. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag: advisory codes description and action, user advisory (ua) 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. The autopulse platform passed the initial functional testing without any fault or error. During device evaluation, the lifeband clip detect switch inspection was performed and verified that the belt clip switch lever was able to close and was accurately in a parallel position to the belt clip switch case. The reported ua12 advisory message was not replicated during testing. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 12 (lifeband not present). The customer was unable to clear the advisory message. In addition, the customer reported that the driveshaft was stuck. No patient involvement.